Manufacturer narrative:
(B)(4). Results: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly; the pusher assembly was kinked approximately 11.0 cm from the proximal end; the embolization coil was intact with the pusher assembly and undamaged. Conclusions: evaluation of the returned device revealed that the pusher assembly was kinked. This type of damage typically occurs due to improper handling during use. If the device is forcefully advanced against resistance, damage such as this may occur. Evaluation of the embolization coil revealed that there was no visible damage to the coil. The smart coil was advanced in and out of its introducer sheath multiple times, and then advanced through a demonstration microcatheter without an issue. Therefore, the root cause of the complaint could not be determined. The non-penumbra device mentioned in the complaint was not returned for evaluation. All penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the cerebral artery using penumbra smart coils (smart coils). During the procedure, while attempting to deploy a smart coil as the ninth coil into the aneurysm, the physician experienced resistance and had to adjust the coil's placement by winding several times. Subsequently, the physician was unable to deploy the coil and decided to retract it from the patent's body. The physician retracted the entire smart coil through the other manufacturer's microcatheter without first resheathing the coil back into its introducer sheath. While the smart coil was outside of the patent's body, the second and third assistant physicians resheathed the coil by inadvertently inserting the smart coil pusher assembly from the opposite side of the introducer sheath. Upon inspection of the smart coil, the physician noticed that it was compressed. However, the physician made another attempt to deploy the smart coil into the aneurysm but encountered resistance and decided to remove the coil from the patient's body. The procedure was then completed using a new smart coil. It should be noted that the physician maintained a continuous flush of saline inside the microcatheter. There was no report of an adverse effect to the patient.